Event description:
It has been reported the pt has been experiencing a burning sensation on the right side of her neck and head whether the stimulator is on or off. The pt reported this is periodic and not continuous. X-rays were performed showing the system is intact. The physician suggested the pt leave stimulation off for a few days and the symptoms be treated as a soft tissue injury. The pt is also permitted to use the scs system when she feels that her pain symptoms are proving unmanageable without it. The pt continues to closely work with her physician to resolve the symptoms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.